Event description:
It was reported that during insertion of the wire guide, difficulty was encountered due to the patient's tortuous anatomy, but the iab was placed successfully. During use of the iab, the patient was reported to be moving around alot. Blood was noted in the helium tubing and the iab was removed. There were no reported patient complications.